Manufacturer narrative:
The technician investigated and the nurse stated the bed exit was not functioning. The account could not find an issue with the bed and the bed exit functioned as designed. The account stated they believe this was a caregiver error since the bed exit not alarming issue could not be duplicated. The technician could not investigate the bed because the account had put it back in use.

Event description:
The account alleges a patient exited the bed and fell, but did not result in an injury. The nurse alleged the patient position module did not alarm or send a nurse call.